Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited undersensing. Chest x-ray was performed and revealed the lead had dislodged. A lead revision was scheduled. The patient was in stable condition.

Event description:
New information on (B)(6) 2018 stated the lead was repositioned successfully. The patient was stable.